Event description:
The patient's mother reported that the patient was admitted to the hospital for elevated blood glucose levels on 8 september. She says, the patient was having elevated blood glucose levels over the past several days related to an ear infection and just finished a course of antibiotics. On 8 september, the patient's blood glucose levels reportedly rose higher still even after the patient's infusion site was changed. Emergency medical services was called to pick the patient up at school and the patient was transported to the emergency room where her blood glucose level was reportedly 23 mmol/l. The patient was subsequently moved to a separate ward in the hospital. The patient was placed on a sliding scale insulin regime in the hospital and the pump was removed. The patient's blood glucose was reportedly 19 mmol/l about 15 minutes prior to calling animas. The doctor wanted to review the pump because the bolus calculator recommended 0 units; however, when the customer support representative guided the reporter through programming a bolus dose based on the 19 mmol/l blood glucose reading, the pump was able to recommend a dose of 3.25 units.

Manufacturer narrative:
Device evaluation: (B)(4): the pump was evaluated by product analysis on (B)(4) 2012 with the following results: no delivery defects were found with the pump; unable to adequately investigate the original complaint due to overwritten black box and download data. The pump was exercised for 29 hours and given a flow accuracy test; the pump was found to be delivering accurately as designed at the conclusion of testing. Typical usage alarms and warnings were observed in the current black box download. Unable to adequately investigate the original bg complaint. Review of the tdd basal delivery shows pump was delivering accurately up until the last date used by the patient. Units remaining were correctly calculated in steps 17 through 20 and written to the pump history. The pump was used after the original complaint date and all histories and black box data has been overwritten. An "ezprime" operation was performed with no difficulties noted. The pump passes force sensor calibration check.

Manufacturer narrative:
Follow-up # 2 submitted 03/27/2013: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.

Manufacturer narrative:
The pump was not returned to animas. The "iob" feature was reviewed with the reporter during the initial troubleshooting telephone call, and the reason the pump's bolus recommendation was previously 0 units was resolved. There was no indication of a mechanical problem with the pump and the issue was resolved.